Manufacturer narrative:
If follow-up, what type?) Correction: describe event or problem corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was 5 millimeters off center. This issue occurred intraoperatively. Additional information was received stating subsequent cases have had no problems, probable cause is reference frame movement from patient breathing.

Manufacturer narrative:
Patient information was unavailable from the site. The system was not evaluated because there has been no recurrences of the reported issue, and because the reported issue was determined to have been caused by reference frame movement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was 5 millimeters off center. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating subsequent cases have had no problems, probable cause is reference frame movement from patient breathing.